Manufacturer narrative:
Correction to b3, b5, e2, e3, g2. Updated fields d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. There was no report that the device with the event was used in procedure olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu (colony forming unit): 1cfu/endoscope bacterial identification: micrococcaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for unexpected contamination. According to the result of culture test performed by the third-party labs, provided by the user, the following locations had positive result: sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu (colony forming unit): >250cfu/endoscope. Bacterial identification: klebsiella pneumoniae, enterobacter cloacae complex. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 2cfu/endoscope. Bacterial identification: kocuria spp. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 3cfu/endoscope. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 4cfu/endoscope. Bacterial identification: klebsiella pneumoniae.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for klebsiella pneumoniae enterobacter cloacae complex in the air/water tube of the colonovideoscope for greater than 250 colony forming units (cfus). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.